Event description:
It was reported that when using the bd pyxis¿ es server multiple patients had not crossed over to multiple stations from epic. Customer stated that there had been a delay of approximately 15-17 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the messages sent from host system to server had a delay. A technical support specialist remoted into the server and confirmed that the orders feed was current; however, the active directory (adt) feed was delayed by approximately 22 minutes from core point. Carefusion coordination engine (cce) was processing messages and sending them to enterprise server (es) immediately upon receipt, indicating no delay on the carefusion coordination engine (cce) or enterprise server (es) side. The issue was isolated to the delay in active directory (adt) being received, which was subsequently resolved by the interface team. The system functioned as intended after the technical support specialist investigated the issue.